Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed, and failure analysis investigations confirmed the customer-reported complaint that the instrument was broken. The permanent cautery hook was found to have a broken monopolar yaw pulley. A broken piece is not missing as a result of breakage. Additionally, the instrument was found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.239¿ x 0.276¿ in size. The permanent cautery hook was found to be missing the conductor cap. A conductor cap was not returned along with the instrument. The instrument was found to have scratch marks/abrasions on the distal idler pulley. Per manufacturing instructions, the conductor cap is installed onto the monopolar yaw pulley and held by the distal clevis. The monopolar yaw pulley was found to be broken where the conductor cap would have been installed. The probable root cause of a broken/cracked yaw pulley is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a cracked or broken yaw pulley.

Event description:
It was reported that during central processing, the permanent cautery hook had physical damage and the instrument was broken. There were three lives left. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified after the sterilization treatment. There was no patient involvement.